Event description:
It was reported that during a laparoscopic cholecystectomy, a ring-shaped clip was fed into the jaws from the second firing. The device was used on the cystic artery. No bleeding or damage of the target tissue was observed. Another device was used to complete the case. There were no adverse consequences to the patient. The patient is stable.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/4/2022. D4: batch # v95h0p. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no damage to the external components. In addition, two malformed clips and one conforming clip were returned along with the instrument. Upon cycling, the instrument was noted to be empty and locked out. No product defect was identified. The instrument is designed to lock out after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, and as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembly, no anomalies were found. He instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining in device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: when the thirteenth clip is fired, an orange bar will begin to appear in the indicator window on top of the device handle. The orange bar fills the indicator window when the final clip is fired.". As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.